Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 3 hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-06221. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009030, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009030 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 8 on 12/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j01995 was manufactured according to the wi version 65 and manufactured in the machine sc08, on 10/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j02567 was manufactured according to the wi version 65 and manufactured in the machine sc08, on 12/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.